Event description:
New information states that the patient was in a stable condition.

Event description:
Av node ablation was performed on (B)(6) 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of the transmission revealed that the patient received inappropriate therapy. The morphology rhythm was not matching despite the morphology template been updated the same day. Ongoing arrhythmia was noted for 40 minutes possibly due to change in ventricular signals. Sudden onset discriminator was the only discriminator to diagnose the rhythm appropriately. Interval stability with sinus interval history also indicated vt as the ventricular rhythm became stable. No programming changes were made. Av node ablation was discussed. No further information was reported.